Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm external flash crc error alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had external flash crc error. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.